Event description:
It was reported that "we were in the process of doing a l5-s1 fusion when we attempted to final tighten the left s1 screw. When dr (B)(6) torqued the blocker he noticed that as it approached the mark on the torque that it began to feel loose. He continued to tighten until the arrows matched up and them upon removing the torque and counter torque he notice the blocker was counter sunk in the tulip. We knew this meant that it pulled the tulip off since this had happened to use last week on another 7.5 screw."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental . Method, result, and conclusion codes will be made available following an engineering eval.